Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: e1 initial reporter contact / address / phone numbers. E4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. B(2) was corrected to reflect 'other serious or important medical events". This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.